Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was able to be powered on with a functioning display. Therefore the initial complaint could not be duplicated and confirmed with the investigation. Unrelated to the initial complaint, the display was dim and discolored, and not found to be a blank screen. The returned battery cap has damaged threads. The audio bolus button cover has a tear in the center, but the button was fully responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.